Event description:
Boston scientific received information that two days following the implant procedure, the patient presented with symptoms of high threshold measurements and loss of capture on the right ventricular (rv) lead. A chest radiograph was performed which indicated the helix was not extended. As a result, a revision procedure was performed. The helix was extended on the rv lead and all measurements were appropriate. Therefore, the decision was made to leave the lead implanted. As the temporary pacing wire was turned off, the patient experienced extreme bradycardia. When the leads were reviewed under fluoroscopy, the right atrial (ra) lead had dislodged and the rv lead had abnormal movement of the tip. As a result, the decision was made to replace both leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed dried blood past the helix mechanism up through the lumen. The lead tip was bent between the helix housing and the anode ring. The insulation was cut 297mm from the terminal pin. The lead passed testing that confirmed electrical continuity. The helix testing did not extend most likely due to dried body fluid in the mechanism. The clinical observations were not confirmed.